Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device was not functioning. Per service report, this complaint can be confirmed. It was found during evaluation that the motor rotation was blocked due to rusted motor. Further, the keyboard resistance value was out of tolerance limits. The motor and keyboard were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn. Lack of maintenance can be the most probable root cause of the drifting resistance value of the keyboard. The rusty motor and defective keyboard would have caused the device not to function as intended by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported from (B)(6) that during an unknown surgery, it was observed that micro tornado hp w handcontrol device was not functioning. During in-house engineering evaluation, it was determined that the motor on the device was rusty. There was no delay in the surgery. There were no adverse patient consequences reported. No additional information was provided.